Event description:
Pt received test dose of infed at 12:55 pm. Five (5) minutes (1:00 pm) later the pt became unconscious. Heart rate down (46). Blood pressure 152/104 (n). 0/2 given at 4l. Pt rinsed back. Received ns bolus. At 1:04 pt regained consciousness. Pt reinitiated onto dialysis 1o minutes later symptomatic free.